Manufacturer narrative:
Patient identifier not made available from the site. On (B)(6) 2015, at the time of the procedure, it was noted that this occurred in the surgery center, not the main hospital, and it was indicated the room set-up was smaller/tighter than where the surgeon typically uses the navigation system. Magnetic resonance imaging (mr) was requested, but not known. Return requested for field generator. No parts have been received by manufacturer for analysis. On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The medtronic representative reported being able to replicate the flickering behavior of the instruments. Tried with another tracker and a suction resulting in the same behavior. When asked to bring the instrument close to the patient tracker, the medtronic representative notes that the flickering does not persist. When the instrument is slowly moved away from the tracker, the instrument starts flickering when the instrument is outside of the "beach ball" field. Confirmed that this is normal and the cause of the complaints could be caused by the technique of the user. On 11/04/2015, software investigation completed. Findings are that the behavior was replicated by moving the instrument slowly until it is out of the em field. Site has been advised that this is normal behavior. Software is functioning as designed. Not a failure.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon experienced intermittent tracking with their navigation system. The patient was registered fine. After plugging in a 12 degree blade the navigation system stopped tracking the blade and all other instruments. In trouble-shooting, the medtronic representative believed the patient tracker may have not been tracking properly. None of the disposables were available for return analysis. The site tried adjusting the emitter and the medtronic representative recommended the surgeon try another patient tracker. The surgeon opted to proceed, and completed the procedure without the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.